Manufacturer narrative:
Other text: product was received for investigation, with deformation of the battery box in the rear housing. As a result of checking the log, it was confirmed that there was a record that most recently, the alarm "battery low" during the pump operated on january 24, 2023. In addition, it was confirmed that there was a record that multiple no disposable alarm occurred between november 24, 2022, and february 2, 2023. During the functional test the customer reported issue could not be confirmed. For customer reported issue, replace the rear housing. For no disposable alarm, preventively replaced the downstream sensor. Product is beyond 3 years from manufacture date of 2019-11 and there was no indication of a manufacturing defect during the investigation, so a device history review was not performed. A service history review identified this device has not been in for service previously.

Event description:
It was reported that during the use of the product "power lost while pump was on" alarm went off. No patient injury. No additional information is available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.